Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant on the interrogation presenting electrograms (egm) appeared to have intermittent under sen sing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant on the interrogation presenting electrograms (egm) appeared to have intermittent under sen sing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.